Event description:
It was reported, the patient was implanted on 2014 (B)(6) and he had a spinal headache on 2014 (B)(6). The patient called the healthcare provider (hcp) and the hcp told him to go to the local hospital. It was noted the local hospital sent him to a different hospital an hour and a half away for a blood patch. It was further reported on 2014 (B)(6), the patient woke up at 5am and already had a headache and called his hcp at 8am. The hcp told the patient he needed to go back to the hospital for another blood patch. It was reported it was the ¿cero¿ fluid leaking. On 2014 (B)(6) at 5pm, the patient developed a really sharp pain in his ¿s2¿ sacrum vertebrae. On 2014 (B)(6), the patient was in the emergency room (ER) for about three hours because he had been in a lot of pain and they say there was nothing and no issues, but the patient could still feel the pain. A MRI was performed to see if there were any other damages or issues and ¿it was not related to the device or therapy.¿ the patient was still having concerns with their device or therapy, but was working with their doctor. The patient had an appointment scheduled for 2014 (B)(6). The pump was being used to deliver prialt. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).